Event description:
It was reported the patient underwent full vns replacement surgery. It was stated that the explanted lead showed twisting typical of patient manipulation of the vns generator. While the physician felt that the patient did not have the dexterity to manipulate the generator/lead, the patient's mother confirmed that prior to the previous vns replacement surgery, which was due to battery depletion, the patient was constantly manipulating the generator pocket. The company representative stated that the surgeon was unaware of the event and that the patient's mother had informed the company representative that she had observed the manipulating of the generator well over a year ago prior to the previous vns replacement surgery, which was due to battery depletion, but no high lead impedance was reported prior to that surgery. During attempts at product return, it was revealed that the explanted products were unavailable for return.

Event description:
It was reported that high impedance was observed on the patient's vns. The patient was referred for a full vns replacement surgery. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.